Event description:
When attempting to remove a filter from the carotid following stent placement with a mo.ma cerebral protection device, we were unable to remove the filter through the stents. Many attempts were made using different devices. When it was successfully retrieved, the stent was dislodged. The patient had no symptoms as a result of this.